Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31013651l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. About 2 hours after the start of the procedure, cardiac tamponade was discovered. Timing was about 2 hours after the start of the procedure. About one and a half hours after the start of the ablation. The issue was discovered after completion of pulmonary vein isolation (pvi). Pericardial cardiac drainage was performed on the spot and the patient left the room without surgical treatment. An extracardiac procedure was performed at night of the (B)(6) 2023, and tamponade from the atrial auricle was confirmed. The patient is currently in good condition in intensive care unit (ICU). Atrial septal puncture was performed with rf needle. Cardiac tamponade was discovered after both pvis were performed. Steam pop was not confirmed. Qdot micro catheter was used. Irrigation flow rate setting was qmode 4 or 15ml/min, qmode+ 8ml/min. Description of health problems was cardiac tamponade. Method of cf monitoring was real time graph; dashboard; vector; visitag. Coloring settings for visitag was tag index. Visitag additional filters was fot. Causal relationship with product was unknown. The physician's opinions on the relationship between the event and the product was that it was possible that the issue occurred at the timing that qdot micro catheter was inserted into the left atrial appendage (laa). There were no abnormalities observed prior to and during use of the product. Ngen generator was used in the procedure. No other generator was used. Additional information was received on 22-aug-2023. Physician¿s opinion on the cause of this adverse event was the procedure. It is possible that the issue occurred at the timing that qdot micro catheter was inserted into the laa. Outcome of the adverse event was improved. Additional information was received on 25-aug-2023. The patient stayed in the intensive care unit (ICU) and was doing well. The patient moved to the ward and the drain which was inserted after the surgery was withdrawn on (B)(6) 2023. The patient required extended hospitalization because of an extracardiac surgery and ICU stay.